Event description:
During a case, the 041 reperfusion catheter kinked. The catheter was set aside and a new catheter was used to complete the case.

Manufacturer narrative:
Technical eval: there was a single axis bend 12.2cm from the hub shaft joint. A 0.041" mandrel was inserted into the catheter and friction was noted as the bend was passed. Friction increased as the wire got into the flexible portion of the catheter. Conclusion code: the incident is confirmed as reported. The cause of the bend could not be identified. As per FDA guidance as of 28aug09, kinks are reportable incidents. A DHR of this mfg lot has been reviewed.